Event description:
Physician attempted to use a nanocross elite pta balloon with a 45 cm 6 fr non-medtronic sheath and a .014 non-medtronic guidewire during treatment of a 150 mm calcified lesion in the patient¿s right mid superficial femoral artery (sfa). Minimal vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 50% stenosis. Artery diameter reported as 6 mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated with a 3 x 150 nanocross balloon. The vessel was not post-dilated. A non-medtronic inflation device was used for balloon inflation. 50/50 contrast fluid was used. The balloon was passed through a previously deployed 6 x 200 protégé stent. No resistance was noted during advancement of the device. Deflation difficulties were reported. There were no issues noted during inflation. There was no damage noted to the balloon catheter. The balloon was eventually fully deflated for removal. Deflation took 5 mins or longer. Physician used negative pressure to deflate the balloon and eventually just pulled through sheath. The device was safely removed from the patient. Procedure was aborted. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis under a microscope, crimping marks were noted on the proximal balloon bond medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.